Event description:
It was initially reported that during a spine hardware revision the surgeon accidentally cut the catheter of the baclofen pump. The hospital had a splicing kit 8590-9 and a catheter revision was performed. It was not known ''how long the spinal segment was from the place it was cut and how long patient would be without drug since it had likely emptied.'' The surgeon contacted the patient's clinic and was told that the baclofen dose might be approx. 1400 mcg/day and concentration might be 2000 mcg/ml; it was hence speculated that ''the time without drug might be fairly short.'' It was later reported by the hcp that the catheter was lacerated/ inadvertently cut during removal of painful iliac screw during spine hardware removal. Patient had no signs and symptoms and was without injury. Patient was hospitalized for observation while baclofen restarted without incident.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk.

Manufacturer narrative:
(B)(4).